Event description:
(B)(4). It was reported that post stent treatment procedure, the patient experienced chest pain that required intervention. In (B)(6) 2011, due to stable angina and positive stress test, the patient underwent the index procedure with the deployment of one drug-eluting stent to proximal left anterior descending artery. Post procedural residual stenosis was 0% with timi iii flow. The patient was discharged on aspirin and prasugrel one day post index procedure. In (B)(6) 2012, the patient presented to the hospital with chest pain, requiring intervention.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient received a coronary artery bypass graft to treat the lesion.

Manufacturer narrative:
(B)(4).